Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory the device was reviewed, and it was found a void in valve side out of specification assessed as a workmanship, which is not related to the reported complaint. According to the current risk documents the event of " void in valve " is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and a corrective action will take in the future if deemed appropriate.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "particles in valve". Device has been explanted.

Event description:
Healthcare professional reported, right side deflation. Additionally, healthcare professional reported, "particles in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and creases flat. Leak test and microscopic analysis was performed which identified: striated opening on anterior and observed void on valve side out specification per qa199.6 (texture side). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool and void on valve texture side assessed as a workmanship. Additional, changed, and/or corrected data: a.6, b.5., d.6b, d.9., g.2., h.3., h.6.

Event description:
Healthcare professional additionally reported "particles in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.